Manufacturer narrative:
Follow-up #1: date of submission 06/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/08/2016 with the following findings: corrosion was found in the battery compartment. There was a battery compartment crack at the threads to the left of the bumper and at the case seal below the bumper. A leak test failed due to the battery compartment damage. There was no further evidence of moisture inside the pump. The audio bolus button was damaged, but still responsive.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the battery compartment was cracked and moisture was present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.